Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -09.50. Device evaluated by manufacturer? No.: lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter in the patient's left eye (os) on (B)(6) 2015. The lens tore during delivery into the eye and was implanted upside down. The lens was removed and exchanged for another lens, same model and diopter lens. No injury to the patient reported.